Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was capped for an unknown product performance issue (ppi). There were no adverse patient effects reported. Attempts to obtain additional information surrounding the nature of the ppi were made but were unsuccessful.